Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects on the connecting tube and foreign objects on the adhesive on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. Based on the results of the investigation, it is likely that the following led to the malfunction: the user did not perform/complete reprocessing before sending the subject device to olympus. As a result, foreign material remained at the a-rubber glue and connecting tube. This issue is addressed in the instructions for use (IFU): the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.